Manufacturer narrative:
Additional information: g3, h3, h6. No problem found. The complaint allegation was not confirmed. One unpackaged ar-9091-01 batch 5572034a was received for evaluation. Visual inspection did not find broken parts on the device. The evaluation did not identify damage to the device. Functional testing was conducted by assembling a well-known connector and testing the locking mechanism, and no issues were found. The device is working as intended.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2025, a facility representative reported via (B)(4) that an ar-9091-01 hindfoot nail targeting guide broke during a case. This did not affect patient outcome as they had a backup set at the time. No patient was affected.